Event description:
A person from biomed called and reported that they had a programming system because he received a work order about a week ago that "it wasn't working." No further details were known. Good faith attempts are underway to determine what the issue is.

Event description:
On (B)(6) 2013, it was reported that the handheld device was displaying a failure to communicate message. The wand battery was confirmed to be fully charged, but no patients were present to perform troubleshooting of the components. No additional information was available, and the programming system has not been returned.

Manufacturer narrative:
Brand name: corrected data: the initial report inadvertently reported on the incorrect product. Information was received that the suspect product was the programming wand. Type of device ¿ name: corrected data: the initial report inadvertently reported on the incorrect product. Information was received that the suspect product was the programming wand. Model #: corrected data: the initial report inadvertently reported on the incorrect product. Information was received that the suspect product was the programming wand. Serial #: corrected data: the initial report inadvertently reported on the incorrect product. Information was received that the suspect product was the programming wand. Device manufacture date (mo/day/yr): corrected data: the initial report inadvertently reported on the incorrect product. Information was received that the suspect product was the programming wand.